Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments that totalled 658 mm in length. The lead was severed at 105 mm from the terminal pin, the helix was retracted, the extraction stylet was returned stuck in the lead and dried blood was noted through the entire lead. Further visual inspection revealed that the conductor coils were stretched from 165 to 487 mm from the terminal pin and there were cuts in the insulation at 342 to 348, 351, 423, 424, 426, 556 to 558, 620 and 621 mm from the terminal pin. Insulation separation was also seen from 170 to 300 mm from the terminal pin and the insulation between the helix housing and the anode electrode was found to be stretched. The lead segment was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to low out of range impedance measurements.all other lead measurements were stable and within normal limits. It was noted that noise was seen when the patient took deep breaths. No adverse patient effects were reported.